Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a bulb that remained flat when attempting to pump the device. A revision surgery was performed, during which the physician confirmed fluid loss from the device. Upon removal, it was noted that the right cylinder was punctured with a small hole, and air was observed inside the device. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated, fluid leak, air in system/component and collapsed/dimpled/flat are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.